Event description:
It was reported that the patient had a problem with her pump. When the pump was first implanted on (B)(6) 2010, the patient "had a coughing attack during the programming and telemetry was lost and the pump stopped for 6 minutes. Programming resumed after this 6 minutes." The medication being delivered via the device system was baclofen. It was reported that on (B)(6) 2010, the "patient did not respond to intrathecal baclofen as she did in the trail". The infusion rate was increased over time with no effect. At the first refill, the pump was found to have the full 20ml in the reservoir when the expected volume was less than 5ml. A rotor study was conducted which "appeared to be normal." A dye study was also conducted and showed "a pool of dye under the pump." The patient was not injured. The patient's health care professional scheduled exploratory surgery for (B)(6) 2010. The hcp stated that she "may just replace the pump, along with dealing with any other problems found with the catheter." Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.